Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
This issue was previously reported on (b)(4 with MDR 3030677-2019-01464. The device investigation is pending.